Event description:
The surgeon reported that he implanted a 47mm head (from measurements made from the x-ray) even though he wanted to implant a 44mm humeral head. The implant label stated it was a 44mm humeral head. The humeral head was measured on the provided x-ray and it does not measure 44mm.

Manufacturer narrative:
Engineering evaluation noted that an oversized humeral head can result in a non-anatomic reconstruction and may lead to rotator cuff injury, which could lead to revision surgery.